Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an electrosurgical device. The customer reports that a patient that was treated had a dvt. This patient did have a history of dvt. The doctor stated that at the 72 hour post follow-up ultrasound exam, the patient showed no evidence of thrombus extension or dvt. That 72 hour follow-up visit was the last time she saw the patient. The doctor stated that five months later, she learned that the patient had pulmonary embolism and passed away.